Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During preparation for the impella 5.5 insertion, a 'purge system blocked' alarm occurred. After the first purge kit replacement, the purge flow display disappeared after some time, and although the purge flow system was operating within the normal range, it became somewhat unstable. After performing a second purge kit replacement, the loss of purge flow display and instability of the purge system were resolved. The purge flow display disappeared again. White crystalline-like deposits were observed on the purge sidearm. A third purge kit replacement was performed. The system became stuck on the screen showing purge accumulation in the diaphragm. At that time, there was no manual operation available to resolve the issue, and the system remained stuck; therefore the automated impella controller (aic) was replaced. After that, the purge flow display was restored, and impella support resumed without issues. There was no patient harm. The patient is still on support at this time.